Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, loss of capture was observed. Cardiac perforation was noted, suspected to be due to lead placement during implant procedure, via x-ray. The lead was explanted and replaced. Patient was well post-procedure.